Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient suffered a hemorrhagic cerebrovascular accident (hcva) and experienced a subsequent neurological event. Family had opted to withdraw support. Patient expired, exact date of death unknown. The device was not returned to the manufacturer for evaluation. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from the united states that this patient suffered a hemorrhagic cerebrovascular accident (hcva). Of note, the patient was also implanted with a competitor's device in the right ventricle. The bedside nurse had noted that the patient had dilated pupils, altered mental status and respiratory distress. The patient was emergently intubated and underwent an emergent computed tomography (CT) of the head. CT scan results showed a bilateral subarachnoid hemorrhage with subdural tracking. Patient was receiving aspirin 81 mg up to the neurologic event and no coumadin. Additional information was received on (B)(6) 2014, from the manufacturer's representative, "patient experienced an additional neurological event over the weekend. Family had opted to withdraw support." Patient expired, exact date of death unknown. The device was not returned to the manufacturer.